Event description:
It was reported that the asymptomatic patient present fot the clinic for a routine visit and noted that the right ventricular lead exhibited an increase in impedance measurements over a 6 month period. The lead also exhibited increased thresholds and noise which could be reproduced with pocket manipulation. The lead was noted to be fractured during the capping procedure. The lead was successfully replaced; the patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.